Event description:
A malfunction alarm, indicated by code malf 0, was reported, but there were no notable events prior to the issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided information on resetting the pump, which the customer successfully did, and the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any issues arise, and they understood these instructions.